Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage drops during interrogation attempts. No sources of high current were noted. The device was tested on the automated test equipment and the device was found to be normal. The cause of the reported field event was to a battery anomaly. The cause of the battery anomaly could not be conclusively determined due to a physical battery damage during cut open process.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion was observed. The device was found to be in security mode and would not allow the device to be interrogated. The device was unable to save electrograms. Programming changes were discussed, but if performed, the information collected could be lost. The physician elected to schedule a device explant. There were no patient consequences.